Manufacturer narrative:
(B)(4), method: the complaint rt134 non-heated adult breathing circuit was returned to fisher & paykel healthcare in new zealand where it was visually inspected and leak tested. Results: leak testing found that the circuit was out of specification. The test revealed the location of the leak to be between the container and head assembly. Conclusion: we are unable to determine the cause of the reported event. The water trap of the breathing circuit consists of two parts, a lid and a bowl, which can be separated to allow the caregiver to empty the water trap. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests that any leak must have developed after the breathing circuit was released for distribution, during transport, storage or use, possibly by distortion of the water trap when the bowl was connected. The user instructions that accompany the rt134 non-heated adult breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A distributor reported on behalf of a healthcare facility in japan that a rt134 non-heated adult breathing circuit failed the ventilator pre-use test before use. There was no patient involvement.

Event description:
A distributor reported on behalf of a healthcare facility in japan that a rt134 non-heated adult breathing circuit failed the ventilator pre-use test before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint rt134 non-heated adult breathing circuit is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.